Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, suffering and disability. It was also reported that the device was partially explanted on (B)(6) 2012. No further patient complication has been reported in relation to this event.